Event description:
Reporter indicated that a site's hp handheld computer would not power on. It was reported that the site attempted troubleshooting which included reseating the flashcard and resetting the computer, but the handheld still could not be turned on. A new handheld computer has been sent to the site.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.